Event description:
It was reported that the right ventricular (rv) lead had a suspected rv coil fracture. The rv coil impedance was unstable with some measurements greater than 200 ohms. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on a defibrillation coil was beyond the expected upper range. The analysis of the device memory also indicated a trend of the rv defibrillation impedance varying. The max defib active can impedance rises and varies from an approx. Baseline of 75 ohm to greater than 250 ohm from (B)(6) 2013 to the week ending (B)(6) 2013. Also, analysis of the device memory indicated a lead impedance out of range alert with an out of tolerance sub-threshold lead impedance alert was recorded on (B)(6) 2013. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: d224drg implantable cardioverter defibrillator (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2010. (B)(4).